Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that some of the buttons on the insulin pump do not scroll up. Customer's blood glucose level was 126 mg/dl at the time of incident. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there was no response from any button. The insulin pump will be returned for analysis.